Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder replacement, (B)(6) 2018. During drilling of glenoid bone, prior to placing screws, tip of drill bit broke off, deep in patient's glenoid bone. Alternate drill bit used. X-ray required to located missing drill bit tip - found deep in patient's glenoid, under a prosthesis. Surgeon stated he was not concerned, as well seated in bone, and unlikely to migrate into the joint. 20 minute delay to procedure. Doi: unknown; dor: (B)(6) 2018; unknown shoulder.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the affected product was not possible because the product was not returned for analysis. Based on the investigation performed no product defect was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.